Manufacturer narrative:
An event of bleeding, left bundle branch block and first degree heart block was reported. Field indicated that it was noted that bilateral femoral artery access site oozing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined, however bleeding at the access site is a possible complication per the instructions for use, artmt600132358 revision d.h6 health effect - clinical code: code 4582 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study (B)(4). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant using a 19f flexnav delivery system. During the procedure the patient developed left bundle branch block after pre-implant balloon aortic valvuloplasty (bav). Patient was reviewed by physician and decision was made to keep the patient in for observation and further review. It was also reported that on day 1 post procedure, it was noted that bilateral femoral artery access site oozing. Manual pressure, ice packs, pressure bandages and femoral stops applied. On (B)(6) 2023 it was reported that the patient had a pacemaker implanted following new onset left bundle branch block (lbbb) and first degree heart block. No patient consequences were reported.